Manufacturer narrative:
(B)(4). Date sent: 4/21/2021. H6: component code = g04. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with halves mixed and the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. Further analysis shows that the staple height selector of both sides was broken and both pieces were returned inside a plastic bag. Also, the staple anvil was noted detached with the anvil posts broken and the anvil was not returned for analysis. The device was received with no reload present. No functional test could be performed with it due to the condition of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. Due to the condition of the staple height selector and staple anvil were confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy, after firing on the tissue was completed and the knife was reversing, the device's firing knob broke. Surgery was not delayed and was successfully completed. No pieces fell into the patient, and there were no patient consequences or change in post-op care.